Event description:
It was reported that the patient had syncope. The device could not be interrogated and did not respond to a magnet. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.